Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2016. It was reported that the patient was found deceased at home on (B)(6) 2019. The week prior the patient had contacted ems for a fall but refused hospital admission. The vad coordinator was not able to provide any further information.